Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the root cause could not be determined, the following are potential causes of the reported event: 1. The distal attachment was not firmly secured using medical tape. 2. The endoscope reportedly used was a 190 series of gif. This endoscope series is not used in conjunction with this distal attachment (d-206-04). If the gif-hq190 or gif-1th190, which has a large outer diameter at the distal end of the insertion portion, had been used for the procedure, a load was possibly applied to distal attachment (d-206-04). This might have caused the distal attachment (d-206-04) to break and detach from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿use this instrument only in combination with products recommended by olympus. If combined with products not recommended by olympus, the instrument may fall off the endoscope inside the patient and may cause malfunction or equipment damage.¿ ¿be sure to wipe away any excess lubricant before mounting the instrument and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a therapeutic food bolus removal procedure, this disposable distal attachment came off the scope. The distal cap dislodged within the esophagus during final inspection after most of the food bolus was removed. Once the cap was retrieved using a forceps, it was noted the cap had a crack on the approximal end. No delay on the procedure. The device was inspected prior to use. Additional information obtained that the user applied water-based lubricant post attachment of the cap, no tape was applied. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device has been discarded, as reported. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.